Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the IV set/n35/20drop/f/t/200cmll was found to have damaged tubing prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿when priming saline, under the filter was damaged. Hcp tapped under the filter to remove air in the filter.¿

Manufacturer narrative:
Investigation: the actual product was received and evaluated. The root part on the downstream side of the infusion filter was broken. Therefore, we asked the manufacturer of the filter to investigate the material.according to the results of a survey conducted by the filter manufacturer, white stress lines and deformation were not observed in the damaged part, suggesting that it was brittle and easily broken. As a result of checking all manufacturing-related records, no records of nonconformity problems were found, so the cause could not be determined. We will pay close attention to our thorough inspection of the appearance and function when receiving and assembling parts.no anomaly found on DHR.

Event description:
It was reported that the IV set/n35/20drop/f/t/200cmll was found to have damaged tubing prior to use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: ¿when priming saline, under the filter was damaged. Hcp tapped under the filter to remove air in the filter.¿